Event description:
It was reported that the plunger was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case and plunger cases were in an excellent conditions. Key pad was scratched. Check syringe plunger sensor was found in the event history log. Check syringe plunger sensor was found at power up process and failed syringe plunger sensor test. The root cause of the reported issue was found to be the dowl pin came was loose from plunger head mount. Replaced plunger head mount and dowl pin. Power up process and all functional tests which passed.